Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse removed and replaced the system fan and the system interface pcb. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error, froze and locked up. No patient serious injury or death was reported related to this event.